Event description:
The report received from the legal dept indicated that the pt had two cypher stents implanted in the proximal left anterior descending (lad) target lesion during the index procedure. The pt was prescribed plavix for three months for antiplatelet therapy. Approx sixty-two months after the index procedure, the pt experienced a myocardial infarction and very late thrombosis (vlt) of the previously implanted cypher stents. The vlt was treated by implantation of an additional stent. No additional info was available.

Manufacturer narrative:
Please note that this report is for devices with unk catalog and lot numbers. The products remain implanted in the pt and are not available for evaluation and testing. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot numbers are not available. This male pt of unk age and medical history experienced a thrombotic event and a myocardial infarction after implantation of two cypher stents. The indication of the index procedure was unk. Percutaneous coronary intervention was performed in the proximal left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc. Was not reported. Vessel classification was not reported. Baseline measurements of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzymes values, pre and intra-procedure medications used. Two cypher stents of unk length and diameter, unk lot number and unk expiration date, was deployed at unk pressure in the proximal lad. Post dilation of the stents was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hospital. Post-interventional treatment with plavix was reported for three months. Approx two and half months later, the pt experienced the thrombotic event and myocardial infraction. It was not known if the pt was complaint with his medical therapy post index procedure. No additional info was available. The product remained implanted in the pt and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot numbers of the products were not reported. Thrombotic events are known potential adverse event following stent implantation. Pt's who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited pt and procedural info available for review, the lack of availability of the lot numbers to perform a DHR review and the unavailability of the products to analyze, it is not possible to determine what factors may have contributed to these events. Please note that this is the initial/final report for these products.